Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar cautery instrument was analyzed and found to have a cracked tube adapter. The crack measures approximately 0.048mm x 5.87mm. There was no material missing as a result. The complaint was confirmed by failure analysis. The probable root cause of a damaged tube adapter is attributed to either tip accessory installation issues or damage during use.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the monopolar cautery instrument tan part at the tip of the instrument was broken where the cautery tip screws on. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted the instrument was inspected prior to use. The tip broke after the instrument was removed from the drive and when the cautery tip was being removed from the instrument. The instrument did not collide with any other instrument or tool during procedure. The instrument did not involve a fragment falling inside patient's anatomy.